Event description:
It was reported that the doctor sigman mentioned that he has three patients that are having difficulties inflating their inflatable penile prosthesis (ipp). The physician stated that he is able to pump them up but only with great difficulty.